Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f705 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f705 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(6).

Event description:
The customer called to report a blood leak in the centrifuge chamber. The customer stated the leak appeared to be coming from the top seal of the centrifuge bowl. The customer stated they received a leak centrifuge alarm at the start of the procedure's second cycle. The customer stated they stopped the treatment, inspected the centrifuge chamber, and found a thin line of red blood cells that had leaked onto the centrifuge chamber wall. The customer stated that no blood had dripped to the bottom of the centrifuge chamber or into the overflow bag. The customer aborted the treatment and did not return any blood to the patient. The customer stated the patient was stable and received treatment on another system later that day. The customer will not be returning product for investigation.